Manufacturer narrative:
Bci customer technical support (cts) recommended the use of proper ppe before troubleshooting. Customer noted broken drain fitting at base of reaction cup. A field service engineer (fse) went on-site, replaced creatinine module and detectors, performed lamp calibration and verified repair per established procedures. All results met published performance specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that creatinine (cre) was failing calibration due to fluid leak. No fumes were produced and customer was not harmed and did not need medical attention. No incorrect results were generated.